Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported cowl was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Cine review: this event and the imaging provided by the account were further reviewed by the clinical r&d (research and development) staff engineer, and the reviewer stated that ¿one (1) echocardiograph video was provided. The video is a collage of three echo views taken post deployment of the second clip (reported device) consisting of a 3d en face view (right), lvot view (bottom left), and intercommissural (top left): 3d en face: there are two clips implanted on the valve which aligns with the reported incident details. It was further reported that the second clip experienced a cowl event post deployment and was implanted laterally to the first clip. As such, the left clip in the video is presumably the second clip (reported device). The 3d en face view is an atrial view of the "top" of the valve, such that the clips cannot be directly visualized as it is located ventricularly under the valve. However, the relative placement of the tips of the clip arms on leaflets can typically be discerned in this view. Further assessment of the 3d en face view was conducted, pausing the videos on a frame best capturing the view of the tips of the clips on the leaflets. The relative distance between the tips of the clip arms of the reported clip (left clip) appears to be slightly larger than the first clip (right clip, no reported issue) which is indicative that the second clip arm angle is larger than the first clip (see provided figure). However, the actual distance cannot be confirmed nor can a degree amount in a potential clip arm angle change be provided. Lvot: the lvot view captures the anterior-posterior cross-section of the valve (short axis); as such, an lvot view will only show one clip at a time (front facing view of clip, perpendicular to clip arm plane) and potentially provide a view of the clip arm angle. Presumably, the lvot view captures the second clip reported for cowl. The clip arm angle appears to be ~20° - 30°. This is an estimation based on visual assessment with the naked eye and is not confirmed. Intercommissural: the intercommissural view captures the medial - lateral cross-section of the valve (commissure to commissure, long-axis) that spans the line of coaptation. An intercommissural view will show how many clips have been implanted on the valve (side view of the clip, parallel to clip arm plane) but the clip arm angle is not able to be assessed in this view. Both clips can be visualized implanted on the valve and appear to be stable aligning with the reported incident details. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. To this end, the reported cowl cannot be confirmed based on the cine provided; however, there is evidence that the clip arm angle of the second (reported) clip is slightly larger than the first clip which did not have a reported issue. There are no additional observations based on the video.

Event description:
This is filed to report a clip opening while locked. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with a restricted posterior leaflet. The first clip was implanted with no reported issue. A second clip was implanted lateral to the first clip. Establishing final arm angle (efaa) was performed with no reported issue; however, after deployment, the clip opened 25-30 degrees. An additional clip was not attempted due to the pressure gradient being at 5.6mmhg. The clip remained stable on both leaflets. Final mr was grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.